Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by read and write errors in multiple cubie pockets of drawers 4.1 and 4.2. A field service engineer powered down the station and disassembled the drawer according to the guidelines in fsg section 3.11.3. While the drawer was disassembled, the field service engineer reconnected the retractor band cable at both the drawer and the module controller. The row board cable was also reconnected at the drawer controller and the individual row boards. After reassembling the drawer, the engineer powered the device back on and checked the drawer's functionality through diagnostics. All drawers were functioning properly, and the station was handed over to the pharmacy staff for testing and confirming that the issue was resolved. During the recovery process, all failed cubie pockets were removed, and medications were placed into new pockets in the station. A field service engineer stated that there was a delay in the dispensing of the medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. There were no adverse events or injuries reported based on this incident.